Manufacturer narrative:
Section references the main component of the device system; the other relevant components include: product ID 8731sc lot# serial# (B)(4) implanted: (B)(6) 2009 explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient's implanted infusion pump containing compounded baclofen (2000mcg/ml at 849mcg per day) and bupivacaine (10mg/ml at 4.2mgper day). The indication for use was intractable spasticity. It was reported that a catheter dye study was performed, and a problem was found at the anchor site area of the catheter. The patient was on the way to surgery at the time of the report. No patient symptoms were reported.

Manufacturer narrative:
(B)(4) are no longer applicable for this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 05-jan-2017 and it was reported that it was unknown when the patient started experiencing the catheter problem. It was determined that the catheter was disconnected after the anchor and was not attached. The patient had return of spasticity related to the event. During the surgery, they attempted place a new catheter, but could not access the intrathecal space. The issue was not resolved. A revision would be scheduled to implant a new catheter.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the cause for not being able to access the intrathecal space was the patient¿s pre-existing condition (paralyzed from neck down). A revision was scheduled for (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.